Event description:
During a pci (percutaneous coronary intervention) via radial artery access, the valve on the introducer began to leak after inserting the sheath. According to the initial reporter, the pt did not required or experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, quality control, trends, and a visual inspection and functional test of the returned device were conducted during the investigation. One used kcfn sheath was returned for evaluation. Prior functional testing of the complaint device with the isoprene valve design has confirmed leakage, especially after the provided dilator or similar device has been passed through the valve. Several manufacturing controls are in place to detect this failure mode. There is no evidence to suggest the device was not manufactured per specification. We will continue to monitor for similar events and have notified the appropriate internal personnel of this event.

Event description:
During a pci (percutaneous coronary intervention) via radial artery access, the valve on the introducer began to leak after inserting the sheath. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.